Manufacturer narrative:
A review of the manufacturing and inspection records did not identify any contributing factors to the failure reported. All inspection results were recorded within the specification limits. The device was received for evaluation. Results of the evaluation confirmed coating was missing. Additional information provided by the customer states that "during the case the physician mistakenly put the needle and guidewire between bladder and rectum. When he found it and withdrew the guidewire through a metal cannula, the guidewire was broken. The physician think this case may be his mishandling." The patient has recovered. The product IFU cautions the user to "carefully read and understand instructions, intended use, warnings, contraindications and precautions noted in this instructions for use (IFU) manual. Failure to do so may result in complications." The IFU also includes the warning, " do not withdraw the guidewire through a metal cannula or needle. Withdrawal through a metal device may result in disposition of these materials in the urinary system and destruction and/or separation of the outer polymer jacket requiring retrieval. Extreme caution should be observed when used with one-wall puncture style needle." This event happened in japan. If additional information is received, a supplemental report will be filed. This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury.

Event description:
It was reported that "the the surface of the guidewire was flake while manipulating the device, and a flaked piece was remaining in the patient. A laparotomy was performed to remove the remaining."